Event description:
Patient took insulin pump into pool and now the pump will not work, cannot read screen and gives a continuous alarm. This required no physician or hospital intervention. Insulin injections were administered at home.